Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. Device not returned.

Event description:
As reported: "the revision was done due to dislocation. No further information is available from the hospital." Spoke to rep: left hip, revision due to dissociation of the liner from the shell. Patient was revised from a trident constrained liner, size d with lfit v40 22 + 3 mm head to an mdm liner and insert with lfit v40 22 + 8mm v40 head. Rep confirmed that no further information will be released by the hospital or surgeon.